Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-05752. It was further reported that during a stenting treatment procedure a dissection occurred. The patient presented with typical unstable angina with progressively less physical activity. There were 2 previous stent sites that had "some degree" of restenosis. The 70% stenosed target lesion was located in the severely calcified and severely tortuous mid to distal right coronary artery. A 3.0 x 16mm promus element plus mr stent delivery system was unable to cross the lesion with stent damage noted. Rotational atherectomy was then attempted with a 1.5 mm rotablator rotalink plus atherectomy catheter and a dissection occurred. There was a transient occlusion of the vessel with st elevation treated with 3 overlapping stents: 3x16 promus element, 3x24 promus element, 3x28 promus element. "No significant residual stenosis after stenting was performed." The patient was observed overnight with no evidence of myocardial infarction. The patient was discharged without chest discomfort or shortness of breath.